Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 407458 lead implanted: 2014-(B)(6). (B)(4).

Event description:
It was reported that during a post-operative device check, it was noted that there was an occurrence of a ventricular pacing failure every 1 hour and 30 seconds. The ventricular sensitivity was adjusted and the device remains in use. No patient complications have been reported as a result of this event.